Event description:
Upon receipt of the device, the user reported that the packaging is ripping and the cannula is sticking to the package. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. Product was returned, the plastic side of the pouch was torn and the cannula body was sticking to the plastic. Six samples were pulled and tested from the returned samples and all fell within the expected normal range of pull test values. There is no indication that this pouch was different from other similar pouches. The "stickiness" of the cannula was noted and was similar to other cannula. Due to the plastic in the cannula body it is known that interaction between the pouch plastic and the cannula body can cause the two to cling to one another. This is the only complaint for the cannula sticking to the pouch for any product. The root cause is unk and is isolated to the one returned sample. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.